Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No green status indicator flashing on device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the memory log was downloaded. There were no log entries recorded within the memory log. On receipt the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a real time clock error. Investigation found the coin cell voltage to be low. This resulted in the lack of flashing green status led which would confirm the reported fault. The pad unit passed final test before leaving heartsine. This would indicate the coin cell voltage became depleted after leaving heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.